Event description:
A complaint of low readings was received on a customer's precision qid blood glucose meter. The customer obtained a reading of 148 mg/dl compared to a laboratory reading of 306 mg/dl obtained within a ten-minute timeframe. When plotted on a parkes error grid the readings fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4).customer returned precision qid blood glucose meter with (B)(4). The customer's returned meter was tested with retained test strips and control solution. The customer's complaint of low readings could not be confirmed. All results were within the assigned range.